Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ffrw (far-field r-wave) oversensing within atrial blanking due to a pvc (premature ventricular contraction). The lead remains in use. No patient complications have been reported as a result of this event.